Event description:
It was reported that this was an arteriotomy closure using two proglide devices. Reportedly, with both devices the hemostasis wire [suture], loaded inside the device failed to pass through the femoral arterial wall [failed to deploy]. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: estimated date. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received. It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide devices via an 11f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with both devices a cuff miss [suture retrieval issue] occurred. The suture of a new proglide device was ultimately successfully pre-placed. The sheaths were upsized to 12f on one side and 16f on the other, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of the procedure updated from (B)(6) 2023 to (B)(6) 2023. H6 - device code 2610/failure to deploy was removed. Device code 1142/needle to cuff miss was added.